Manufacturer narrative:
Neither the strip lot number nor the monitor serial number was provided by the customer. Therefore, further investigation cannot be pursued without the lot number information. However, this issue will continue to be tracked and trended.

Event description:
Husband of patient self tester called referencing (B)(6) 2014 medical device correction notification. Per husband, the last known test performed on inratio meter was in (B)(6) 2012 - no exact dates provided. Patient self tester obtained result inratio=2.5. Two days later she was rushed to the ER due to bleeding out. Husband states that her inr was "was too high in lab that it could not be validated". No additional information was provided. The last time patient self tester received test strips was on (B)(6) 2012, and the last time she tested was on (B)(6) 2012 receiving reading of 2.8. Patient self tester passed away on (B)(6) 2012 from unknown causes. The report filing is due to the discrepancy in the patient result in (B)(6) 2012. (The result discrepancy did not cause or contribute to the subsequent death which occurred seven (7) months later). Though requested, there was no additional information provided.